Event description:
Event description cpi received information that this implantable pulse generator (ipg) was found in the stat 1 mode during a routine follow-up. It is not known what caused the ipg to revert to the stat 1 mode.